Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate electric shock for atrial fibrillation (af) with rapid ventricular response (rvr). Furthermore, the patient indicated that they had received an inappropriate shock prior to this incident. Programming options were discussed. Currently, this crt-d remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate electric shock for atrial fibrillation (af) with rapid ventricular response (rvr). Furthermore, the patient indicated that they had received an inappropriate shock prior to this incident. Additional information received indicates that the patient was in the intensive care unit (ICU). The patient was sick and was unwell and did not take the medication. Upon review, it was noted that the crt-d delivered several inappropriate antitachycardia pacing (atp) and several inappropriate electric shocks due to af with rvr leading therapy exhausted. At this time, no programming options were recommended. Currently, this product remains in service and no additional adverse patient effects were reported.